Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and outside its returned dispenser coil. Visual inspection/damage location details: no damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~17.6cm and ~20.2cm from the proximal end. The distal tip and marker band were found damaged (ovalized). The catheter tip appears to have been shaped. The tip was found kinked proximal to the distal marker band. The catheter wall was found thinning and with a small break at the thinning/kinked location. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.5cm and the usable length (to the proximal marker band) was measured to be ~144.8cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the break. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter body and became stuck at the distal marker band/kinked location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Customer reported that the break/rupture was found following tip shaping. Possible causes of the break are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel before the catheter had a chance to cool. The catheter wall was found thinning, potentially due to the steam shaping, or due to the kinking. The break would occur due to the thinning location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the catheter rupture was not determined. The catheter was not used with an embolic agent. The catheter was not used in the patient when the rupture was observed. This event did not require medical intervention. There are no images of the ruptured catheter.

Event description:
It was reported that during an aneurysm embolization procedure using the echelon 10 45° pre-shaped tip microcatheter, the tip of the microcatheter broke after shaping and puncture. The rupture occurred at the distal location. The access vessel was the femoral artery with a diameter of 6.2 millimeters, and the vessel tortuosity was minimal. The catheter was prepared and flushed as indicated in the instructions for use. There were no patient symptoms or complications associated with this event. The microcatheter was replaced, and the surgery was successfully completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.